Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and observed ise (ion selective electrode) reference fluid not priming properly into reference block. As troubleshooting measure the fse replaced the reference valve, however this did not resolve the issue. Upon, further troubleshooting determined the cause was due to faulty reference valve supply tubing. The fse replaced the reference tubing which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false low ise (ion selective electrolyte) sodium (na) patient results on both cells involving their au5800 system. The erroneous patient results were released from the laboratory and later question by a physician. The erroneous patient sample was repeated and similar results were obtained. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.